Event description:
The tubing with the drip chamber vent slide clamp is reversed with the tubing with the backcheck valve with upper y-injection site where they enter the drip chamber. The result is the IV fluid runs down the side of the drip chamber instead of dripping into the drip chamber. IV set was used to administer dipyridamole for a stress test; the nurse had to manually squeeze the drip chamber to administer the drug to the pt during the stress test.